Event description:
On (B)(6), 2010 a doctor reported that a patient lost a sybronpro xrt implant approximately three (3) months after placement due to lack of osseointegration. This is the second of two reports.